Manufacturer narrative:
Concomitant products: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2014, product type pump; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2014, product type pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving marcaine at an unknown dose and concentration and morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that on (B)(6) 2015, the patient went to a chiropractor. While the chiropractor was manipulating the patient and adjusting him, the patient felt a "sharp bee sting where the catheter goes." Then on (B)(6) 2015, the patient started to get "real sick and withdrawal symptoms." It was then noted that the patient went for a refill on (B)(6) 2016 and talked to their healthcare provider (hcp). Then, on (B)(6) 2016, the hcp "drew back on the pump" from the side port and stated "that was real easy to draw back". The hcp then drew back just a little bit of fluid, put dye in, and did an x-ray. It was stated that "everything went in and it was alright." The patient later stated that medicine was "leaking into my system" and "my whole face" was numb. Additional information has been requested regarding diagnostics and troubleshooting performed; cause of the issues; actions/interventions taken; and outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated.